Event description:
It was reported that the patient's leads had migrated, and as a result was experiencing ineffective stimulation. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information was received stating that system diagnostics recorded high impedances on one lead and one lead had migrated. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The report event of ineffective stimulation was confirmed. As received, visual inspection and resistance testing showed the returned lead "b" was found with few broken wires. Cause of the event remains unknown.